Event description:
The patient developed a chronic knee infection due to a metal silver going into his knee at work. The surgeon removed all the components and temporarily replaced them with antibiotic glue and a thicker insert to maintain the joint space. These will be replaced with permanent components when the infection has cleared.